Event description:
Allegedly broken.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. This report will be updated when the investigation is completed. No serious injury occurred; therefore, no user facility or pt info is applicable. This is a reportable malfunction.